Event description:
Additional information received reported a manufacturer representative was called on the day the por was seen and they were able to clear the por of 0x400 and the patient was on their way. Everything was working well.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported there was a power on reset (por) message. No trauma/falls were related to the issue. It was a warning por message. No symptoms were reported. Further follow-up was being conducted to determine if the por had been cleared. If additional information is received, a follow-up report will be submitted.